Manufacturer narrative:
(B)(6) follow up. An evaluation of two photos of bulk non-sterile box cartons revealed missing labels on both the front and back sides, with one box marked ¿147¿ and the other ¿22?¿ in black marker. The absence of labels is a non-conforming condition per product specifications. No visual evidence was available to confirm the reported internal puncture hole damage, and a faint line observed on one carton could not be attributed to the manufacturing process and was deemed acceptable. The potential root cause of the missing label defect is associated with the bulk handling process. A quality alert addressing the missing box labels was issued to the plant following the production of these batches. The reported package damage was not observed in the samples received. Additionally, a device history record (DHR) review was completed for the provided lot numbers 4229996 and 5008123. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect.

Event description:
Batch 5008123: 1 box, 850 pieces was scrapped due to puncture holes through internal packaging ¿ arrived 01/28/2025. Does all the boxes affected, kindly conform. Only one box was scrapped due to missing paperwork and labeling issues. All other boxes on the shipment were ok.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns packaging was damaged / defective. The following information was provided by the initial reporter: material#: 301029. Batch#: 5008123 & 4229996. Verbatim: rcc received a complaint via email. So (B)(4). / po (B)(4). ¿ batch 5008123: 1 box, (B)(4) pieces was scrapped due to puncture holes through internal packaging ¿ arrived (B)(6) 2025. ¿ batch 4229996: majority of shipment arrived with a lot of creasing and 2 boxes were found with holes that did not puncture internal packaging. No material was scrapped, but additional inspection was required. ¿ arrived (B)(6) 2025